Manufacturer narrative:
The t:slim x2 with biq technology user guide states: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of 300 mg/dl; suspected cause of high bg was due to the pump malfunctioning. Customer was using fiasp insulin within the pump supplies. At the time of the event, the pump was alerting the customer multiple times of the high bg values. Customer delivered a correction bolus via pump to address bg level and called the ambulance. Subsequently, the customer was hospitalized and treated with long and rapid acting insulin. The customer was released from the hospital on (B)(6) 2021. Customer did not sustain any permanent damage. A pump system check was performed and confirmed pump functioned as intended at the time of report; no pump malfunction was confirmed at the time of the event.